Event description:
Immediately after carotid stent placement the pt developed hypotension. The pt is male who was consented to a study. The index procedure was completed in 2009 and pt was symptomatic. Pre-procedure medications were aspirin and clopidogrel. Bivalirudin was administered during the procedure. The target lesion location was the ostium of the left internal carotid artery. There was no occlusion in the contralateral carotid. Reference vessel diameter was 8mm. Target lesion diameter stenosis was 95% with lesion length 5mm. Total length of stented segment was 30.0 geometry of the lesion was eccentric and ulcerated. Qualitative lesion calcification was moderate and vessel tortuosity was concentric and mild. Pre-dilatation of the lesion was performed. The final target lesion percent diameter stenosis was 0. A non-cordis distal protection device (ev3 spider fx) was used, deployed, and retrieved successfully with no technical problems. A precise stent (pc0830rxc/lot no. 14010903) was implanted for treatment of target lesion. There was no malfunction with the stent. Immediately after the precise stent was placed, the pt experience hypotension and was started on IV fluid and IV dopamine. The procedure was completed. The pt left the angio suite neurologically intact. The dopamine drip was discontinued a few hours later and the pt did fine overnight and was discharged as planned the next day. The pt developed a recurrence of a pre-existing prostate ca and it metastasized throughout the bone and spine. Pt was deemed terminal and he became a dnr (do not resuscitate). The pt was started on hospice care and died six months later. Cause of death was metastatic prostate cancer.

Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt.